Event description:
It was reported that the device displayed error code 41786. This alarm event pauses the delivery of the pump until the error is addressed. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Updated d3 - mfg establishment name. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue was a unknown. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.